Event description:
The info rec'd from the affiliate states that this male pt (age unknown) was presented to the interventional lab for a stenting procedure of the common iliac artery (side unknown). The vessel was described as moderately calcified and tortuous with a 99% stenosis. There is no info as to where the physician made access to the pt, what size sheath was used, if there was any difficulty accessing the lesion with a guidewire, or if the lesion was pre-dilated. The physician advanced the stent delivery system (sds) to the lesion just below the bifurcation. As the physician attempted to deploy the stent, by inflating the balloon, the balloon ruptured at 1-2 atmospheres, partially deploying the stent at the lesion. The ruptured balloon was safely removed, without the stent migrating, and never losing wire position.